Manufacturer narrative:
Literature citation: higashiyama n, tamura s, sugawara t. Efficacy of spinal cord stimulation for failed back surgery syndrome in elderly patients: a retrospective study. Pain res manag. 2023;2023:2136562. Doi:(b)6), literature summary: in this study, the authors studied the efficacy and safety of scs for fbss in older adults. The authors concluded that scs reduced pain effectively in both 75-year-old and 75-year-old groups with no differences in complications. Therefore, spinal cord stimulator implantation was considered a viable option for fbss treatment in older adults because it can be performed under local anesthesia and is associated with a low incidence of complications. A2: this value is the average age of the patients reported in the article as specific patients could not be identified. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system from the first event; other applicable components are: product ID 97715 lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID 97715 lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID 97715 lot# unknown serial# implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 97715, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97715, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97715, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events:1 patient experienced an infection within one year of implant. It was noted the patient underwent stimulator removal. 2 patients experienced implant-related pain within one year of implant. It was noted that ¿implant-related pain was defined as pain associated with the component site of the device, such as pain around the implantable neurostimulator (ins) site or at the lead anchor site.¿ it was noted the patients underwent stimulator removal. 1 patient experienced a metal allergy complication within one year of implant. It was noted the patient underwent stimulator removal. 1 patient experienced a loss of therapeutic effect. It was noted the patient underwent stimulator removal. See attached literature article.